Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted a white, loose, particulate matter (pm) inside the silicone tubing. The white residue was identified as fatty acid (likely calcium stearate, calcium carbonate, and a small amount of carbonyl-based material). The pm is not a component of the transfer set and was caused from the patient¿s therapy. The tubing was also observed separated from the main body/twist clamp. The cause of the separation could not be determined, however there are markings on the end of the tubing indicating the tubing was positioned onto the dark blue female connector. The assembly between the female connector and the silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing or the patient adapter / bushing could cause a separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white matter (thread shape) was observed inside the tubing of the minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.